Manufacturer narrative:
It was reported that after an initial right foot bunion surgery on (B)(6) 2020, an unknown quantity and combination of hardware was removed in a revision surgery on (B)(6) 2021. No device was returned for evaluation. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the removal of the hardware, based on the limited information available, the most likely cause of what was reported cannot be determined. No deficiencies or malfunctions have been confirmed/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial right foot bunion surgery on (B)(6) 2020, an unknown quantity and combination of hardware was removed in a revision surgery on (B)(6) 2021. Due to limited information, no deficiencies/failures with any tmc hardware or other patient outcomes have been able to be confirmed.